Event description:
On or about (B)(6) 2018, plaintiff underwent placement of an angiodynamics smartport port catheter product, model number h787ct75st800, and lot number 5272267. The smartport device was implanted by dr. (B)(6) at (B)(6). The device was implanted for the purpose of long-term IV access. On or about (B)(6) 2023, plaintiff underwent a chest x-ray which revealed that plaintiff's smartport was fractured. On or about (B)(6) 2023, plaintiff underwent removal of the smartport and placement of an angiodynamics xcela port catheter product at (B)(6) by dr. (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).